Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint that the unit lost power during a case. We evaluated the unit and identified an ic on driver a board as shorted, which caused the unit to exhibit a "heater power I/o fault" alarm. We are unable to determine the root cause of the shorted ic. It was reported that there was no harm to the patient. The unit was replaced during the procedure and the case was successfully completed. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the unit lost power during a case. Another hyperthermia pump was brought in and the case was finished successfully. No injury to the patient.